Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they have high blood glucose of 575 mg/dl and would like to troubleshoot pump to see if it is working. Troubleshooting found that drive support cap, basal settings, bolus wizard and time and date programming were fine. Customer wanted to perform a high pressure test but did not have a clamp. She will call back when clamp received to perform the test. Customer advised to monitor pump and follow up with doctor regarding high blood glucose.